Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately. There is assumption that there may be smaller missing pieces that could not be measure in size. The proximal clevis was dislodged as a result. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions.

Event description:
It was reported that during central processing, the tip of the large hem-o-lok clip applier instrument was jammed sideways into the sheath and would not move correctly. There was no report of patient involvement or patient injury.